Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that drive support cap of insulin pump was protruded due to car accident. The customer¿s blood glucose level was 14.9 mmol/l at the time of the incident. Customer also stated that they had high blood glucose level and treated with multi dose injections. Customer was neither in emergency room nor admitted into hospital and based on customer report customer did not allege insulin pump was under delivering. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.